Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient recovered well after surgery, with no adverse events observed. The cause of the event was that, during delivery, the stent caused some traction on the vessel. The patient was prone to vasospasm, and after a sudden spasm occurred, the stent flipped inside the vessel and, after partial deployment, could not be stretched.

Event description:
Additional information was received reporting that the device not being stretched indicates failure to open. Due to vascular spasm, the stent became twisted 360 degrees within the microcatheter. No matter how much the microcatheter was retrieved, the stent remained twisted along a single axis. Multiple attempts were made to retrieve the stent using an intermediate catheter through the microcatheter, and to untwist the stent within the vessel, but all attempts were unsuccessful.

Manufacturer narrative:
B5: additional information added to event summary. H2/h3: product analysis ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were found opened and frayed. The middle of the braid appeared fully open and no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of "failure to open at the middle" was not confirmed, as the middle of the braid was found fully open and no damage. The cause could not be determined. The customer report of "failure to open at the proximal end" was not confirmed, as the proximal end of the braid was found open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which eliminates these as potential causes. It is possible that the damaged braid contributed to the issue of failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a right c6 segment aneurysm. The prepared instruments included an 8f sheath, 6f 105 navien, phenom27, a 2-meter guidewire. After positioning the stent, the proximal end initially did not open properly. After multiple attempts, the distal end opened, but possibly due to excessive force during the operation, the patient's vessel experienced severe vasospasm. After waiting for the spasm to subside, the vessel morphology had changed due to vascular traction, causing the stent to twist and invert inside the vessel. Multiple attempts to open the middle segment of the stent were unsuccessful. To prevent further damage to the patient, the stent was replaced. During the stent replacement process, time was allowed for the vasospasm to resolve. After replacing it with a 475-18 stent, it was successfully deployed and opened normally. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right c6 segment aneurysm with a max diameter of 4mm and a 4mm neck diameter. Landing zone: distal: 3.78mm and proximal: 4.70mm. It was noted the patient's vessel tortuosity was moderate. Patient has a medical history of arrhythmia. Dapt (dual antiplatelet treatment) was administered. P2y12 reaction units (pru) level was normal. The angiographic result post procedure showed a right c6 segment aneurysm. Ancillary devices include a phenom27 and navien6f105 catheters.